Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. There is a likely temporal relationship between the liberty cycler / liberty cycler set and the patient¿s peritonitis event. However, there is no documentation that indicates a causal relationship. The etiology of the patient's peritonitis event is unknown.

Event description:
During a follow up call on an unrelated event a peritoneal dialysis patient's nurse reported the patient had been hospitalized (B)(6) 2017 with peritonitis. The patient was treated with an unspecified antibiotic and was transitioned to hemodialysis (hd) therapy while hospitalized. Medical records were requested but unavailable. Additional information has been solicited but not made available. The set was not made available for evaluation.